Event description:
It was reported while using the inquiry afocusii catheter a shaft crack occurred. The catheter was advanced through an agilis introducer sheather and a repeated rotation of the catheter was noted during the procedure. At the end of the procedure, upon removing the catheter from the sheath, the shaft of the device was noted to be cracked, just proximal to the loop on the device. There was no detachment or separation of material however, a metallic structure was exposed. There were no adverse consequences to the patient and the patient's current status is fine.

Manufacturer narrative:
The device was not returned for evaluation. Review of the device history record is not possible as the ot number of the device is unknown. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.